Event description:
It was reported that the patient experienced an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.